Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw fractured during a brain craniotomy procedure. The screw failed to fixate so the surgeon was removing the screw, however the screw fractured during attempted removal. Another screw was used to complete the procedure. There was a surgical delay of less than ten minutes. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer and the condition of the returned product. The sterile trac 1.5x4.0mm ht screw (part# sp-st2-6104-12, lot# 349810) was returned for investigation. The screw from this sterile pack is part# 91-6104-01. Visual evaluation showed that the screw had been used and was fractured into at least four (4) pieces. The head of the screw had fractured off the shaft and was also split into multiple pieces. The shaft of the screw also had a fracture that split down almost the full length of the threaded section. The screw showed thread damage, which was consistent with an insertion attempt. The damage to the screw appears to be damage that would have occurred while trying to remove the screw with in instrument such as rongeurs. This is consistent with what was reported. Functional testing for fixation could not be conducted due to the state of the screw upon its return. Device history record (DHR) review was reviewed and no discrepancies were found. There are no indications of manufacturing defects. The complaint could not be verified and most likely underlying root cause of the inability to achieve proper fixation cannot be determined due to the state of the screw upon return and the lack of information provided regarding the procedure. The instructions for use (IFU) for this screw states in the section titled 'bone screws':1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved.2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver.3. Excessive torque can cause the screw to fracture.4. Self drilling screws may fracture, bend or break if used in a bicortical application.root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.